Manufacturer narrative:
(B)(4). Date sent: 4/21/2016. Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: did the blade have visual damage; scratched or cracked? Did the blade or a portion of the blade completely break off (detached)? If yes, was the piece retrieved? If yes, is the broken piece returning with the device or was it disposed of? Customer told us that the active blade was broken at its base et got detached from the device. The piece has been retrieved and send for analysis.

Event description:
It was reported that during an unknown procedure that two devices got broken blade. No more information about. A third device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # n9007p. The device was returned with the blade tip broken off and not returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.